Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Same case as MDR ID# 2134265-2010-02763. Same patient as MDR ID# 2134265-2012-07012 and 2134265-2012-06632. (B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced angina. During an unknown date two taxus liberte stents (3.0x32mm and 3.5x28mm) were implanted in an unknown lesion location. In (B)(6) 2009, the patient developed angina. In the opinion of the physician the cause of the angina pectoris might be restenosis. However, the patient refused cag and coronary CT scan. Therefore, no action has been taken.